Event description:
It was reported that during a procedure to treat a de novo, concentric lesion below bifurcation in the left anterior descending artery with mild tortuosity, mild calcification and 99% stenosis, a non-abbott stent was implanted. A 3.0x15 rx trek dilatation catheter was advanced to the lesion; however, resistance with the lesion was noted. The balloon was inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. The 3.0x15 rx trek dilatation catheter was withdrawn without resistance from the patient anatomy. The procedure was completed using a non-abbott balloon catheter. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide catheter: heartrail. Stent: nobori. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.